Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed rite functional test for therapy monitor failed performance specification. The rite electrical safety analyzer test was performed and passed. The assignable cause of the reported problem was determined to be loss of external power to the device. Baxter will continue to monitor similar reports to determine if further actions are required.